Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, of an introducer needle detached from the applicator during insertion of the sensor. No additional event or patient information is available. No product was provided for evaluation. The reported event of an introducer needle detached from the applicator could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and found that the needle is partially deployed and attached to the applicator body. The reported event of a detached cannula was not confirmed. A root cause could not be determined.